Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an alert triggered on the right ventricular lead for oversensing and noise. The lead also had loss of capture, a rise in impedance and is high and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2008; d314trm ICD, implanted (B)(6) 2012; 4196 lead, implanted (B)(6) 2012. (B)(4).